Event description:
While performing bench services for the device, an authorized bench technician noted that the two top mounting screws for the inner bezel assembly were broken. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.